Manufacturer narrative:
The investigation did not determine a root cause. No reagent issue was identified since both calibration and quality control were within specified ranges. No pre-analytical details were provided to determine if improper sample conditions were a possible cause of the discrepancies. The field service representative evaluated the module and found no errors. No additional information is available regarding the patient. The patient's current condition is unknown.

Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (beta hcg) results for two patient samples. One sample was tested on this analytical e module and generated a result of <1 miu/ml. The result was reported outside the laboratory as negative. The doctor questioned the result due to another unspecified test or procedure that confirmed the patient was pregnant. The sample had been discarded and could not be repeated. The customer considered the <1 miu/ml result to be erroneous. The customer initially alleged a patient might have lost their pregnancy due to the erroneous result but could not substantiate the allegation after multiple attempts to get the information. The customer was also unsure if this patient was the patient involved in the allegation. No more patient information was available. The beta hcg reagent lot number was 15739702. The field service representative did not determine the cause of the discrepancies. He performed instrument and assay checks which were acceptable.